Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes externalized conductors were observed on the lead via fluoroscopy. Increased capture threshold, decreased r-wave sensing, and increased high voltage shock impedance were noted.

Event description:
It was reported that during a device check, the r-waves and the lead impedance had decreased. Lead damage suspected. The lead remains implanted.